Event description:
It was reported that flap was thinner and looked crinkled on patient's unknown eye. A bandage contact lens was placed on the patients eye. No pachymetry was conducted to verify thickness and that it looked thinner and harder to lift per the doctor. No additional information was provided.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Section h6 - health effect - impact code 4650: bandage contact lens. Section h6 - health effect - clinical code 4581: thin flap. Section h6 - health effect - clinical code 4581: inhomogeneous stromal bed. Section h6 - health effect - clinical code 4581: flap difficult lift. Device evaluation: a field service engineer visited site and did 5 cuts (3 at 100um and 2 at customer specific settings) all 5 were within 5um of the desired depths. System performing to specification. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Correction: section h4 - device manufacture date: in initial report, the manufacturer date provided was inadvertently reported as 01/01/2008, however the correct date is 09/21/2005. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.